Event description:
Lap chole: "dr (B)(6) loaded and fired one clip on cystic duct. Dr (B)(6): "the mechanics of loading a clip seem to require more force in the hand and trigger than normally. Second clip loaded to 'fast' and began to close. So, I completely closed the clip off a structure and was pulling the clip applier out of the trocar and it got stuck. I pulled a little harder and it came out and a little metal piece came flying out. With my ethicon clip applier, if I inadvertently load a clip, I am able to keep the handle closed and remove the closed clip without having to release the clip..."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.